Manufacturer narrative:
Siemens filed initial MDR 2517506-2019-00329 on 21-aug-2019. Corrected information (12-sep-2019): section d2 of the initial MDR had a typographical error indicating the product code "jhj". The correct product code is jje. Section d2 was updated to reflect the corrected information.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that a discordant carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 1500 instrument. A siemens technical application specialist (tas) was dispatched to the customer's site, clean the aliquot probe, and ran precision study. The precision study recovered acceptably. Siemens further investigated the issue and determined that sample specific issue, such as sample handling and sample integrity, potentially contributed to the discordant co2 result. The presence of cellular debris, gel globules, or other sample artifacts can impact sampling accuracy and results. The customer continued to run samples on the instrument and did not report additional discordant results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was automatically repeated on the same instrument and run on an alternate dimension vista 1500 instrument. Both repeat results were higher than the discordant result. The repeat result obtained from the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.